Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the pacemaker exhibited loss of capture. No changes or interventions were reported. The patient condition was not known.

Event description:
New information received notes that the issue was discovered during a follow-up in clinic. Programming changes were made. The patient was in stable condition.